Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion. The patient's ejection fraction had improved to the point where they no longer needed the device. At the explant, there was difficulty removing the right atrial (ra) and right ventricular (rv) leads from the device header. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that all retainer rings were bent. All set screws moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.